Event description:
The user facility provided add'l info indicating the event was the result of a miscalculation due to a previous eye injury. Pt outcome was good. Pt's visual acuity (va) prior to the event was 20/100. After the event, the pt's va was 20/30.

Event description:
A surgeon reported that an intraocular lens (iol) required replacement due to unexpected postop refraction. Additional info has been requested.